Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, fold creases and dark ring. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified opening extended is found with the following conditions: sharp edge on posterior with stress marks, smooth edge on posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a opening extended is found with the following conditions: sharp edge on posterior with stress marks assessed as surgical impact opening and smooth edge on posterior due to smooth opening. Additional, changed, and/or corrected data: b5, d6(b), d9, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.